Event description:
During laparascope procedure, disposable trocar punctured vein. (Physician suspected malfunctions). Another physician called in to suture. Opened and did exploratory lap&beltubal with suturing of iliac vein.